Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed, visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant attempt, there was an issue with screwing out the lead tip. The lead was not implanted. No patient complications have been reported as a result of this event.